Event description:
The pt contacted lifescan (lfs) in 2005 and alleged that her touch ultra meter was not powering on. There is no allegation of harm or serious injury. The pt reported that the last time she was able to test on the meter was the day prior to the call to lfs. She did not experience any symptoms of high or low blood glucose at the time of concern. She went to the hosp to get her blood glucose level tested (result not provided). She did not receive any medical intervention or treatment. At the time of troubleshooting, it was verified that this was not a new product and that the pt was using the correct test strips. She was asked to press the power button, but the meter would not turn on. The battery was checked and it was correctly installed and last replaced less than a year old. The condition of the battery contact was also good. A replacement meter was sent to the pt.